Event description:
It was reported that the 6291-1 walker is wobbly. Unsafe for the customer. The dealer has put wheels on the unit, she states the customer bought the wheels separate so she will not be returning them.